Event description:
The surgeon implanted a cc4204bf collamer plate lens but it was removed due to the pt having weak zonules and the surgeon felt the posterior capsule was not strong enough to support the lens. The nurse indicated that the lens did not malfunction and there was no injury from the lens. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.